Manufacturer narrative:
The return pad was discarded by the customer and not returned for evaluation. An evaluation of the treatment data card found messages indicating underforce (not maintaining full contact to skin with constant and sufficient force during rep delivery) and button or footswitch released prior to post-cool. Thermage cpt system technical user's manual provides detailed instructions on proper placement of the return pad. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. According to thermage cpt system technical user manual, burns, blisters, scabbing, and scarring are possible adverse patient reactions thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer noticed a spark at the return pad area attached to the patient and a burn was also discovered at the same location. Reportedly the incident occurred at 90 reps, at energy level 2.5. Symptoms observed were reportedly consistent with 3rd degree burn on the back side where the return pad was placed. The patient¿s burn had not yet resolved at the time of this report and the patient was being treated with dressing, epidermal growth factor (egf) ointment, regeneration laser using helium-neon, and tissue regeneration injection. The reporter indicated that a scar may remain due to the severity of the burn.